Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was charging more than expected and the implantable neurostimulator (ins) wasn¿t holding a charge. The ins would charge to halfway but then in 20 minutes it would be gone. The day prior to the report she checked the ins battery and it was half way. She was going to go for a walk and was going to turn stimulation up but the ins battery was depleted. It was suggested that if she was concerned about the battery not holding a charge she should get in with the physician to have the ins interrogated. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.